Manufacturer narrative:
(B)(4). Batch #: x96582. Additional information was obtained: an internal rapid response call was held on 2/13/2023 to discuss the tissue effect issues that a surgeon is experiencing. The affected surgeon is the division chief. He has been using the enseal for about a year. He mainly is experiencing issues when using the device to seal vessels and on the thick, inflamed omentum. Taking the short gastrics is fine. Normally he has 1-2 bleeds a year, but he just had one recently (this complaint). This procedure was a sleeve. When the surgeon was using the enseal with the omentum, he was experiencing sealing issues. The omentum was thicker and inflamed. After the issues that were experienced, the surgeon asked for a harmonic to complete the case. The patient had to be brought back for bleeding. The surgeon generally couldn¿t tell exactly where the bleeding was coming from, but he assumed it was from the area where the enseal was used and the enseal was the cause based off the issues he was experiencing. He is fully latching and waits for the end tones. He does not deploy the knife until he received confirmation the tissue was desiccated. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch x96582, and no non-conformances were identified.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure the device would not seal while taking mesenteric vessels. They tried a second and it would not seal either. Then they used a harmonic scalpel which completed the procedure with no patient consequences.